Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that when defib pads were on, they were unable to pace the patient as the display did not have a rhythm. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that when defib pads were on, they were unable to pace the patient as the display did not have a rhythm. There was no negative patient impact.